Event description:
It was reported via facebook that the customer has been hospitalized once. Attempted to contact the customer and the mother stated that her son was hospitalized two years ago with diabetes ketoacidosis and high blood glucose over 900mg/dl, the customer was treated with an insulin drip. The mother stated that the battery died and the customer was not aware of it. Troubleshooting was not performed as the insulin pump was not available during the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.